Event description:
It was reported that the customer's insulin pump alarmed, and insulin squirted out during the manual prime process. The customer's blood glucose reading was 3.4mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case at the screen corner, cracked reservoir tube lip, and scratched case.